Event description:
(B)(4). I break out in huge hives all over my body and cant breathe. I have gained 30lbs that no matter what I cant lose. Sex hurts as if someone is cutting my ovary's out.

Event description:
(B)(4). I also have hip pain in my left hip that makes it hard for me to walk or stand at times. The skin on my hands and feet peel off till I am bleeding. Gas pain is horrible. There are so many issues since I had this in place I could write a book. I just want my life back.